Event description:
The stent jumped ahead 2 cm into the abdominal aorta. The doctor attempted to perform a primary stenting (no pre-dilation) of an 82% calcified lesion in the right iliac via an ipsiliateral approach. The doctor did not see the stent flower out as it was being placed. The stent was an 8 mm. The doctor alleges that the proximal iliac artery measurement on the day of the placement was 7.9 mm and the distal was 8.2 mm. Measurements reviewed several days later revealed that the proximal iliac artery diameter was 9 mm and the distal was 8.5 mm.